Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator had a low tidal volume. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Due diligence attempts made to collect additional information were unsuccessful. Due to no part returned for failure investigation, the root cause could not be determined.